Event description:
Event description guidant received information that the implantable cardioverter defibrillator (ICD) emitted beeping tones 16 months post implant. In addition, the right ventricular lead had impedance measurements were fluctuating but remained in an acceptable range. A follow-up evaluation four months later found lead impedances greater than 3000 ohms; therefore the lead was explanted. A new lead was successfully implanted. The ICD remains implanted.